Event description:
Reporter alleged obtaining a discrepant blood glucose result of 165 mg/dl on a patient using the inform system compared back to back with a result of 48 mg/dl on the lab system when testing was performed within 10 minutes. Reporter alleged at another time, obtaining a discrepant blood glucose result of 222 mg/dl on a patient using the inform system compared back to back with a result of 112 mg/dl on the lab system when testing was performed with 10 minutes. Reporter alleged at another time, still obtaining a discrepant blood glucose result of 217 mg/dl on a patient using the inform system compared back to back with a result of 112 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.